Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: the imdrf patient code capture the reportable event of: patient code e1310 captures the reportable event of chronic utis. The imdrf impact code capture the reportable event of: impact code f1201 captures the reportable event of years of having chronic utis.

Event description:
It was reported that an advantage system device was implanted in the patient in 2015. The patient subsequently experienced years of chronic urinary tract infections. It was also noted that an advantage system device had been previously implanted in 2008. Note: this report pertains to one of two devices implanted on the same patient. Refer to manufacturer report number 2124215-2025-29992 for the first advantage system device.